Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to insert and lumen blockage could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was performed with a proglide device using a pre-close technique via a 6fr sheath prior to an aortic endoprosthesis procedure. Reportedly, the proglide device was inserted without issue with an 0.35" non-abbott curved guide wire. When the guide wire was re-inserted into the proglide device, it was not possible to cross the valve in the proglide lumen. An unspecified straight guide wire was used so force could be applied to open the valve and reinsert a guide wire. The procedure was continued without issue and three additional proglides were used without issue during the procedure. The maximum sheath size used was 16fr and the pre-placed sutures of the proglide devices were used after the procedure to successfully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in training for use of the proglide device and pre-close technique. No additional information was provided.